Event description:
It was reported that when a device was used during a lap hernia repair, the gasket tore. No other info is available. Another device was used to complete the case. There were no consequences to the pt.